Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise episode due to a sensing mismatch between near field and far field channels was observed via merlin. Net transmission. Programming changes will be made at the next scheduled follow up.